Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, downstream sensor was reproduced. The device was sent for downstream occlusion and failed due to device did not auto- restart. A review of the history log revealed multiple events of downstream occlusion messages however, the event history log cannot confirm if the alarms were true of false. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor and downstream tubing guide were out of specification. Force sensor and downstream tubing guide require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had an issue of downstream sensor during testing in the biomedical service department. There was no patient involvement. No additional information is available.